Event description:
It was reported that the patient experiences shortness of breath and presented to the emergency department, where possible right atrial (ra) lead undersensing was observed during atrial high rates. The ra lead remains in use. No further patient complications have been reported as a result of this event.